Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device: uterus") and pelvic pain ("chronic pelvic pain") in an adult female patient who had essure (batch no. 899637) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included parity 2 in 2012, multiple cesarean sections, multigravida, parity 1, obesity, c-section, wisdom teeth removal, dermoid cyst of ovary and back injury. No immature element nor malignancy identified. Concurrent conditions included vaginal bleeding, bleeding intermenstrual, uterine bleeding, dysfunctional uterine bleeding, weight gain, female sexual dysfunction, urinary frequency, ovarian cyst, right lower quadrant pain, heavy periods, abdominal cramps (and she also notes mmr cramping she had an essure tubal), dyspareunia, menometrorrhagia, fibroids, fibroma, uterine leiomyoma, bladder injury (bowel or ureter), endocervical squamous metaplasia, candida infection, vaginitis and atrophic vaginitis. Concomitant products included losartan for blood pressure abnormal as well as citalopram. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), weight increased ("weight gain"), migraine ("migraines"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia/dyspareunia (painful sexual intercourse)"). The patient was treated with surgery (hysterectomy (full) and salpingectomy (one side removal of the fallopian tube right tube) and surgery (hysterectomy (full) and salpingectomy (one side removal of the fallopian tube right tube). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, pelvic pain, weight increased, migraine, vaginal haemorrhage, menorrhagia, dysmenorrhoea and dyspareunia outcome was unknown. The reporter considered device dislocation, dysmenorrhoea, dyspareunia, menorrhagia, migraine, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion gynecological exam, she was presented to the clinic with complaints of pelvic pain on ultrasound and CT confirming that the right ovary was consistent with 2.4 cm dermoid cyst. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: quality-safety evaluation of product technical complaints. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device: uterus') and pelvic pain ('chronic pelvic pain') in an adult female patient who had essure (batch no. 899637) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 2 in 2012, multiple cesarean sections, multigravida, parity 1, obesity, c-section, wisdom teeth removal, dermoid cyst of ovary and back injury. No immature element nor malignancy identified. Concurrent conditions included vaginal bleeding, bleeding intermenstrual, uterine bleeding, dysfunctional uterine bleeding, weight gain, female sexual dysfunction, urinary frequency, ovarian cyst, right lower quadrant pain, heavy periods, abdominal cramps (and she also notes mmr cramping she had an essure tubal), dyspareunia, menometrorrhagia, fibroids, fibroma, uterine leiomyoma, bladder injury (bowel or ureter), endocervical squamous metaplasia, candida infection, vaginitis and atrophic vaginitis. Concomitant products included losartan for blood pressure abnormal as well as citalopram. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia), menorrhagia (heavy menstrual bleeding)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia/dyspareunia (painful sexual intercourse)") and abdominal pain ("abdominal pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (full) and salpingectomy (one side removal of the fallopian tube right tube). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, weight increased, migraine and vaginal haemorrhage outcome was unknown and the pelvic pain, menorrhagia, dysmenorrhoea, dyspareunia and abdominal pain had resolved. The reporter considered abdominal pain, device dislocation, dysmenorrhoea, dyspareunia, menorrhagia, migraine, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: patient received treatment for dyspareunia (painful sexual intercourse)'dysmenorrhea(cramping),pelvic/abdominal pain, menorrhagia (heavy menstrual bleeding). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: results: total bilateral occlusion. Diagnostic results: gynecological exam, she was presented to the clinic with complaints of pelvic pain on ultrasound and CT confirming that the right ovary was consistent with 2.4 cm dermoid cyst. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-sep-2019: pfs received events "abdominal pain" was added. Outcome of events "pain, bleeding" were updated as recovered. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformant data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device: uterus") and pelvic pain ("chronic pelvic pain") in an adult female patient who had essure (batch no. 899637) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii and c-section. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines"), dyspareunia ("dyspareunia/dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)") and weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (full) and salpingectomy (one side removal of the fallopian tube right tube) and surgery (hysterectomy (full) and salpingectomy (one side removal of the fallopian tube right tube). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, pelvic pain, migraine, dyspareunia, vaginal haemorrhage, menorrhagia, dysmenorrhoea and weight increased outcome was unknown. The reporter considered device dislocation, dysmenorrhoea, dyspareunia, menorrhagia, migraine, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Most recent follow-up information incorporated above includes: on (B)(6) 2018: reporter information was updated. Patient's demographics, historical condition, lab data were added. Essure removal date was updated. Essure lot number was added. Essure indication was amended. Events: migration of essure device: uterus; abnormal bleeding (vaginal, menorrhagia); dysmenorrhea (cramping) and weight gain. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines") and dyspareunia ("dyspareunia."). The patient was treated with surgery (pelvic surgery to try and alleviate the symptoms). At the time of the report, the pelvic pain, migraine and dyspareunia outcome was unknown. The reporter considered dyspareunia, migraine and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.